Manufacturer narrative:
The issue was not confirmed, as the scope was not microbiologically tested by olympus. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive 5 times for 1.2 colony forming units (cfus) of enterobacter cloacae complex in the suction, air/water and biopsy channels. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
Correction to b5 of the initial report, the user provided third-party culture results were as follows: sampling date: (B)(6) 2024 sampling from: unknown cfu: 13.6cfu/ml bacterial identification: staphylococcus hominis. Sampling date: (B)(6) 2024 sampling from: unknown cfu: 2.4cfu/ml bacterial identification: enterobacter cloacae complex. Sampling date: (B)(6) 2024 sampling from: unknown cfu: 1.2cfu/ml bacterial identification: enterobacter cloacae complex.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. Correction to b3 and b5, please see b5 for further information. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was not confirmed as the scope was not microbiologically tested by olympus and a root cause could not be determined. The device was evaluated where no abnormalities were found that could have led to the reported event. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.